Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Blood glucose level was 109 mg/dl. Tandem technical support (cts) instructed customer to monitor battery performance and to contact cts if the issue persisted. Customer did not contact cts regarding the reported issue.